Event description:
The male pt was part of the arts ii trial. The pt rec'd seven cypher stents during the index procedure to treat the following lesions; mid right coronary artery (rca), proximal and mid left anterior descending (lad), and the proximal and distal circumflex (cx). Two and half years later, the pt reported mild stable angina ccsii. A coronary angiography was taken. This diagnostic angiofilm revealed 60% in-stent restenosis in the mid lad. The pt had rec'd two cypher stents in that lesion. The other stents were patent. There was no need for revascularization.

Manufacturer narrative:
The devices crs are distributed outside the united states; however, they are similar to the united states product. The products remain implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.